Event description:
It was reported that the bd sedi-40 is defective and is making noises and mixer is not working. The following information was provided by the initial reporter: the sedi 40 device sn (B)(6) is defect, it produces loud noises and the mixer seems to be defect.

Manufacturer narrative:
H.6 investigation summary: bd had performed a technical evaluation of the customer's sedi-40 instrument. It was determined that the noise was due to a noisy fan. Upon completion of the instrument repair, the service technician had verified that the instrument was operating within normal parameters, as documented in the instrument service report. H3 other text : see h.10

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd sedi-40 is defective and is making noises and mixer is not working. The following information was provided by the initial reporter: the sedi 40 device sn (B)(4) is defect, it produces loud noises and the mixer seems to be defect.